Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was maxillary and mandibular osteotomies with rigid fixation performed on (B)(6) 2014.

Event description:
It was reported that the hand piece for battery powered driver is not running. The device took one turn and then stopped running during a procedure. The surgeon had another device on hand and was able to complete the procedure successfully. No harm to patient and no delay in procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: lot 005085: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. It was reported that the device was inoperable. The repair technician reported the motor was bad. ¿motor failure¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit and all applicable components. This item was repaired, passed synthes final inspection and was returned to the customer on feb 4, 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.